Event description:
The reporter stated the lens haptic of an aq2003v silicone three piece lens was noted to be bent when the sterile packaging was opened. The product was not loaded and there was no patient contact.

Manufacturer narrative:
Eval: lens work order search. Results: visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.